Event description:
The following has been reported: "on (B)(6) 2021, an 82-year-old male patient in the department of intensive care medicine had high blood pressure and the nurse continuously gave the vasoactive drug urapidil for antihypertensive treatment. During injection, the nurse found the pump alarmed pressure fault (alarm code 0008 )at 19:00 on the same day, and the injection pump was quickly replaced to maintain the patient's blood pressure and this problem was reported to the equipment department of the hospital for maintenance. However, the customer thought during the replacement of the injection pump, the vasoactive drug was not continuously giving to the patient, which may lead to a rise in blood pressure." This is being reported due an underdose situation. Device history record was reviewed, nothing linked to the reported event was found. Device history log were not provided, therefore no review could be performed. It was confirmed in additional information that the triggered error was an error 22 (force sensor issue). The subject device (model injectomat agilia, serial number (B)(4) was not sent back to our laboratory for analysis, and neither was the suspected defective spare parts. Therefore, no further analysis could be performed by our laboratory. Thus, the reported event could not be reproduced nor confirmed by our laboratory. Based on available information, the root cause of the reported event remained unknown (not returned). To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.